Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed and did not open secure bins. A field service engineer reseated all connections and replaced the control and interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator was not staying locked. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.